Manufacturer narrative:
(B)(4).

Event description:
It was reported ", it was found that blood in helium pathway and the pump not alarmed. Change the new catheter". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported ", it was found that blood in helium pathway and the pump not alarmed. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24g0070. Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc; blood was noted in the sidearm. The supplied 40cc driveline tubing was connected to the short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photos were reviewed. The photo shows the catheter in-serted into the patient. The photo shows blood in the helium pathway and is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in ac-cordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 25.3cm from the distal tip. The leak site was con-sistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood in helium pathway" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.